Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed what was described as an "abrasion that isn't open". It was later described as looking like a yeast infection. The patient's doctor prescribed clotrimazole cream for the irritation. After using the cream the patient reported that the irritation healed.